Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump had button error. The customer¿s blood glucose level was 275 mg/dl. Customer reported that the button of the insulin pump was unresponsive and continue scroll. The customer stated that time was advances. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing.